Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead, rv defibrillation coil , and svc (superior vena cava) defibrillation coil was beyond the expected upper range. The analyst noted that on (B)(6) 2014, rv pacing impedance measured 1501 ohms from 494 ohms previously, svc coil impedance rose to 171 ohms from 50 ohms previously, and beginning (B)(6) 2015, rv coil impedance rose to 117 ohms from 42 ohms previously. Concomitant medical products: the 5076 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead began experiencing alerts for high impedances on the pacing/sense, superior vena cava (svc) coil, and rv defib coil. Noise and possible fracture were also reported. The physician suspected a set screw issue with the implantable cardioverter defibrillator (ICD) device which was recently implanted. A procedure was undertaken in which the lead and ICD were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The proximal segment of the lead was returned and analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.